Event description:
The customer's father called to report that the drive support cap was protruding. The blood glucose reading was not reported as the customer was sleeping. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk.